Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic due to a rapid drop in battery voltage. It was noted that the patient received a shock post implant due to af. The patient will be monitored.